Event description:
Device report from synthes europe reports an event in finland as follows: during a procedure on (B)(6) 2013, the threaded reduction tool was being used for a reduction of zygoma fracture. During the reduction, reportedly the head of this self-drilling tool broke. It was reported the broken fragment remains implanted in the patients bone. The reduction could not be completed as planned. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis.MDR determination was reviewed and changed from serious to malfunction: may result in an operative delay if no alternate instrument is available, and/or the need for additional medical/surgical intervention.retracting: required intervention.

Event description:
The reduction could be completed as planned.